Event description:
Subject plate was implanted in 8/00 for a nonunion of a fracture of the right distal femur. Plate was noted as broken in 9/00 and was removed 2 days later.

Event description:
The subject plate, implanted on an unknown date, broke post-operatively and was removed, also on an unknown date.